Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's ipg appeared to be shifting position and the pt feels a burning sensation at the pocket site. The pt stated, he feels the burning sensation all of the time. The pt also reported, an electrical sensation coming from the ipg site on a frequent basis. No further info is available at this time.